Event description:
Treatment of a cerebral avm. It was reported the physician embolized one feeder of the avm with 0.3 ml of onyx. While removing the catheter, vasculature spasm occurred and the pt showed bleeding from the avm and bradycardia. The pt's avm was partially resected on the same day and the condition has improved. No other complications were reported with the pt as a result of the event.

Manufacturer narrative:
The devices involved in this event will not be returned for eval as they were consumed in the event. (B)(4).